Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between march 13-14, 2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Dimensional testing was performed, with no issues noted. Pressure test and clear passage under water were performed, and no defects were observed that could generate the reported condition. Priming was performed, and the set worked according to specification. Function testing (testing general functional, adequacy of the direction of use, and flow rate) was performed, and it was determined that the set worked according to requirement. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp on multiple clearlink system solution sets were positioned too far down the tubing, resulting in improper functioning and the formation of air bubbles within the tubing. This occurred during set-up. There was no patient involvement. No additional information is available.